Event description:
Name of procedure being performed: urologic procedure on the spermatic cord. Event description: parallel clamping no longer possible due to frequent use. It's a service request: original conditions probably not repairable. Please provide a free replacement. Product is already in ame. Or nurse sends the a3203 clamp to sterilization. Routine functionality check according to their standards: sterilization sends it to us with a service request. No patients affected. Intervention: they use their second clamp. Patient status: na.

Manufacturer narrative:
The event unit is anticipated to return to applied medical. A follow up report will be provided following the completion of the investigation.